Event description:
A customer reported the sys shut down during a procedure. The sys was rebooted and the procedure was completed with no reported impact to the pt.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting. The tss walked the facility's biomed through reviewing the sys' event log. A sys message (sm) related to the footswitch was observed. The facility completed their scheduled cases without any further issue. No svc was requested. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).